Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states she woke up in the morning and her blood sugar was over 500 mg/dl. When she checked her tubing, she noticed the tubing broke off from the connect/disconnect location of the infusion set. She attributes her high blood sugar to the disconnection of the tubing. No adverse event alleged. Device not available for return.